Event description:
Contact reported that the superior endplate had settled post-op after implant of the charite artificial disc. The charite implant had been implanted and explanted several times during the initial procedure trying to position for midline position. A revision was performed to remove the charite disc and fuse the patient at this level. No damage to charite implant was noted. As surgical intervention occurred, and MDR is being filed to document this event.